Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side exchange with no complaint against the device. Later healthcare provider reported a left side deflation. The device has been explanted.

Event description:
Patient reported, a left side exchange with no complaint against the device. Later, healthcare provider reported, a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed assessed, as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure: creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.